Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.

Event description:
Procedure type: pneumonectomy. According to the reporter: the instrument fired on the vessel bundle adjacent to the pulmonary artery and vein. The surgeon described a rough firing feel half way through the complete firing of the instrument. When the surgeon removed the instrument the tissue did not release from the cartridge and a hole was torn in the pulmonary artery. Upon inspection, the staples failed to form properly and the pt bled profusely. There was bleeding reported in excess of 250cc. The case was extended by more than 30 minutes. There was unanticipated tissue loss. Pt vitals at 0 for 3-4 minutes anesthesia successfully resuscitated pt.